Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. On the event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. No under-delivery anomaly noted. The pump was received without a battery and battery cap. Unable to verify belt clip damage due to pump received without the belt clip. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for under delivery anomaly was not confirmed. Unable to verify cosmetic damage at the belt clip due to pump received without the original belt clip, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer reported blood glucose value of 577 mg/dl at the time of event. The customer reported symptoms like feeling sick/unwell, tired/weak and increased thirst at the time of hospitalization event. The customer was treated with hospitalization overnight stay then treated in hospital with intravenous insulin infusion and manual injection for hyperglycemia and diabetic ketoacidosis events. The customer also alleged that the pump was under delivering insulin and also found that the belt clip was damaged. The event involved product(s) mmt-1884, mmt-7040a, mmt-387a, mmt-332a, acc-1601. Troubleshooting was performed and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event or not. It was unknown whether the auto mode feature was used at the time of the event or not. No further patient complications were reported. Mmt-1884 was requested and the customer response was that the device would be returned. No product return is required for mmt-332a. No product return is required for mmt-7040a, mmt-387a, mmt-332a, acc-1601.